Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on ¿ (B)(6) 2015, 10 -11am¿. The patient reported obtaining inaccurate erratic blood glucose results of ¿238,151,198,217,151 and 105mg/dl¿ on the subject meter, the results were obtained less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages his diabetes with a combination of diabetic medications including lantus and apidra. At 11am the patient stated that he did not take any apidra in response to the blood glucose readings he obtained. ¿15-20 minutes¿ after the alleged inaccuracy the patient reported he developed symptoms of ¿confused, clammy¿ and self-treated with food and /or drink. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, blood glucose results were taken from an approved sample site and the correct testing steps were carried out. The test strips were stored correctly and within their expiry date. Cca also noted that when walked through a control solution test the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter and test strips were returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. During testing, a secondary issue was observed. The meter had a broken display. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.